Event description:
Patient to cath lab to evaluate partial occlusion of the aorta below the renal arteries and bilateral renal artery stenosis. Placed a cook 6fr 55cm floxor introducer with an ansel 1 curve in the right femoral artery. Cook 0.35"-260cm-1/5mm flex tip rosen guidewire across the blockage. Over this wire placed a sequence of dilatation balloons and dilated the mid aorta blockage from a 1.5mm diameter lesion to a 7mm diameter. The aorta would recoil to a smaller size so the decision was made to place a stent. The 6fr flexor sheath had to be changed to a short sheath. The long flexor sheath was removed over the rosen wire, but the distal 8cm of the flexor sheath separated from the main sheath shaft leaving a coiled support wire and the hydrophilic coating connected to the separated 8mm of catheter tip over the guidewire. Attempts were made to pass a short 7 fr sheath over the guidewire and retained coiled wire to reach the retained catheter tip with a snare to retrieve the fragment. The cardiovascular surgeons were then called to perform a femoral artery cutdown to remove the fragment by open method and to repair the artery. A balloon embolectomy was performed prior to closure of the artery to remove any blood clots or fragments of the hydrophilic catheter coating. Doppler blood flow was restored to the right femoral artery. The patient was taken to picu with low dose anticoagulation and was kept overnight for observation. A vascular ultrasound was performed the following day to evaluate the blood flow to the lower extremity. Unable to complete the procedure. Procedure will have to be rescheduled.